Event description:
It was reported that the atrial lead exhibited low impedance and noise. The lead was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found clavicular crush damage at 29.0 cm to 30.5 cm from the connector pin. The insulation was breached and the outer coil was crushed at this location. This likely contributed to the reported complaints of low impedance and noise.